Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was episodes of non sustained oversensing caused by post-paced t wave oversensing. Reprogramming was performed. The patient is in good condition.